Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unexpected cgm app shut-off occurred. The patient received an error message on the display device screen of "app not working." The patient received the error message prior to symptoms of dizziness. While trying to solve the issue on his own, he went into a diabetic coma around 9:00-9:30am. After 45 minutes of unconsciousness, his girlfriend came home and saw him lying on the floor. His girlfriend then called the paramedics. When the paramedics came, they took a fingerstick and the value was below 29 mg/dl. They injected sugar water into him and after a while, he woke up. Paramedics monitored his bg readings until it was around 200-212 mg/dl. There was no information of treatment for rebound hyperglycemia. The patient felt better after treatment and he did not go to the hospital. Paramedics left the house around 12:30-1:00pm. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.